Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulties charging the pump. Reportedly, the customer was able to successfully charge the pump with an alternate usb cable. Customer's blood glucose level was 235 mg/dl.